Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and an alert for charge time out was noted. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported extended charge time was confirmed. The high voltage charge log recorded multiple charge time outs which occurred in the field. During bench testing in the laboratory, the device's charging also timed out. Further analysis confirmed the cause of the extended charge times was due to an anomalous internal capacitor.